Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a bile duct biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when preoperative mapping biopsy was performed, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The working channel sleeve did not extend when the device was articulated in all four directions or when the spybite accessory was advanced through the working channel. The complaint was not confirmed the investigation concluded that the condition of the returned unit was not consistent with the reported complaint incident of working channel sleeve protrusion. The complaint investigation conclusion code selected for this investigation is not confirmed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a bile duct biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when preoperative mapping biopsy was performed, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.